Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate vf detection was observed due to noise. The vf was triggered by atp while charging, and terminated by high voltage shock therapy. Increased lead impedance was noted. Lead fracture suspected. Review of fluoroscopy images did not reveal any apparent fractures. The lead was capped and replaced.